Event description:
Vascade closure device was deployed at end of procedure. Unable to remove 2 rvf vascade closure devices from right groin after deployment as they stuck together. Vascular surgery notified and devices removed by vascular surgery by making a 3-4cm incision and venotomy. Proceduralist said these devices are placed through the sheath into the vessel and there are multiple devices in the vein at once and that is how two stuck together.